Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implanting procedure, the right ventricular (rv) lead exhibited low r-waves, unstable thresholds, and would not stimulate at any cardiac position. Another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.